Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine generator change-out procedure, it was noted that the device was migrated from its original position and the rv lead had wrapped around the device. The ICD was not sutured down, which was believed to be the cause of the device migration. External insulation breach with lead to can contact was observed. The lead was tested and normal measurements were noted. Physician elected to cap and replace the lead also during the procedure. The patient was discharged next morning with no complications.